Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon arrival to facility, there was a small tear in the packaging rendering device non-sterile. There was no patient involved. No further information was provided. The device will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. There was no evidence of the reported issue, since the device returned without the compromised packaging. Based on the product analysis the ar code 'tear, rip or hole in device packaging' and 'not sterile' were unable to be confirmed.

Event description:
It was reported that upon arrival to facility, there was a small tear in the packaging rendering device non-sterile. There was no patient involved. No further information was provided. The device will be returned.